Event description:
Post-operative condition. Letter of representation references a failure of a calaxo screw. Should any additional details become available, they will be added to the file.

Manufacturer narrative:
Product recall initiated on august 21, 2007.